Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with pneumonia and a fast heart rate. A device check noted undersensing by the right atrial lead during past recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.